Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Device eval: the ars, introducer needle and swg were returned. Approx 2.2 cm of the swg was protruding from the tip of the ars and the end of the swg did not have a j shape. There was blood residue on the needle tip. The swg was pushed through the tip of the ars for removal. The swg was a lake region wire, which has a core wire and a safety ribbon. Swg length was measured and exceeded length specified, but the swg had been stretched and was not the actual length as mfg od of the swg was measured and met spec. The swg was stuck in the needle and could not be removed without damaging it. The swg would stretch when pulled from either the distal or the proximal end of the needle, indicating that the safety ribbon inside the swg had broken. Microscopic examination of the distal end of the swg protruding from the needle did not reveal a safety ribbon or core wire. Spreading the coil wire at the weld revealed that the safety ribbon had been welded to the coil wire, but had broken adjacent to the weld. The swg protruding from the proximal end of the needle contained the core wire and the safety ribbon. The instruction booklet provided with the kit contains a suggested insertion procedure and describes suggested technique to minimize the likelihood of swg damage during use. The instruction's caution that withdrawing the swg against the needle bevel or use of excessive force during removal could damage or break the swg. A device history record review was conducted and no evidence was found to indicate a mfg related cause. The report that the swg became stuck in the needle was confirmed through examination and testing of the returned sample. It was also determined that the swg had a broken safety ribbon which could have been the cause or result of the swg becoming stuck in the needle. The potential cause of this issue could not be determined based on the sample and info provided.

Event description:
It was reported that while in the hospital ward, when inserting the spring wire guide (swg) into the introducer needle attached to the arrow raulerson syringe (ars) that was placed in the femoral, it became stuck in the needle. As a result, both the swg and ars were together removed. It was reported that approx 4cm of the swg was sticking out of the needle tip when it was removed from the pt. A new kit was opened and used without issue. There was no reported delay, death or complications to the pt.